Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2013 due to fractured ligaments. It was further reported a second revision procedure was performed on (B)(6) 2014 due to fractured ligaments. All products were removed and replaced with competitor products.